Event description:
The operator of an advia centaur xp instrument discovered that the instrument had unexpectedly powered down. The instrument power supply was off and making a beeping sound. The operator turned the power back on and sparks were emitted from the power supply. The power supply was then unplugged. The operator stated that there was no visible smoke emitted, but there was an electrical burning smell. There were no injuries sustained and no surrounding equipment was damaged as a result of the sparks being emitted from the power supply.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the power supply had failed. The fse replaced the power supply and verified the instrument functionality. The cause of sparks being emitted from the advia centaur xp instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.